Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency as a result of high blood glucose level occured due to bad infusion set. Therefore, on (B)(6) 2025, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. The patient's highest blood glucose level was 479 mg/dl. During hospitalization, the patient received fluids and insulin intravenously as corrective treatment. At the time of report the patient was still in the hospital. No further information available.